Event description:
The user facility reported that the grasper failed during a laparoscopic nissen procedure with a jaw breaking while grasping tissue. The piece was retrieved without need for x-rays, but discarded and not submitted with the instrument. Further info has been requested. The instrument is estimated to be 5-6 years old. The instrument had the markings "steril med 12/5 5" etched on it by the hosp repair service.